Event description:
Has had to use 6 qs in the last 10 days, as bg's are going high. Each time the infusion set was removed the cannula was bent. Pt has a lot of body fat and is new to insertion therapy.